Event description:
A hospital reported to baxter that an infusion pump turned off without an alarm or failure code during patient use. The pump was infusing noradrenalin and adrenaline to a patient on channel a and b when the event occurred. The patient was reported to be intubated, sedated, and on a ventilator. At 22:10, the patient's blood pressure was reported to drop to 40 systolic and approximately two minutes later, the hospital staff noticed the pump was off. The pump was turned back on and the infusions were restarted. The patient required CPR (cardiopulmonary resuscitation). CPR was successful and the patient recovered returning to the previous condition.